Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but the sealant was dislodged from the arteriotomy and partially came out of the body. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd used in a trans femoral cerebral angiography (tfca). There were no visible signs of package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The device storage temperature did not exceed 25 °c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but the sealant was dislodged from the arteriotomy and partially came out of the body. Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd used in a trans femoral cerebral angiography (tfca). There were no visible signs of package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The device storage temperature did not exceed 25 °c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, while button 2 was in the not-depressed position. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or abnormality. Additionally, a discrepancy was observed: the condition of the returned unit did not match the decontamination lab¿s evidence. According to the lab, the unit was received with button 2 depressed and the balloon deployed, whereas the cordis lab received the unit with button 2 not depressed and the balloon deployed. Per functional analysis, the simulated deployment test could not be performed, as the unit was received with no sealant and button 1 already depressed. However, button 2 was activated to verify balloon retraction, and the mechanism functioned as intended. An inflation/deflation evaluation was attempted, but the volume of saline solution substrate in the inflation lumen impeded the balloon¿s inflation. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed when it was received at the decontamination lab. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant dislodging from the arteriotomy during device removal. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, as the button had been reset before analysis could be performed on the non-retracted balloon condition and there were no other anomalies noted, it is possible that the condition occurred due to handling factors. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the product analysis, nor the information available for review suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.